Event description:
The user facility's acute tech informed the manufacturer's sales representative of the following: device catheter was placed in the right femoral vein over a guidewire for acute dialysis treatment. After placement the attending rn noticed leaking and reported to attending pa for replacement.